Event description:
It was reported by service report that when the bed was being lowered, the o2 bottle holder knocked the power plug out of the wall, caused a spark and a little smoke. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Conclusion: oxygen bottle holder knocked the power plug out of the wall.